Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient needing an impella cp for mechanical circulatory support. During implantation and repositioning, the impella cannula kinked and twisted in the patient. The surgeon unkinked the catheter and the procedure was aborted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-cannula assembly- (twist, bent, kinked): the cause of the pd-cannula assembly- (twist, bent, kinked) was most likely use related event due improper technique during repositioning the device.